Manufacturer narrative:
The lot number was not provided for the reported malfunction; therefore, a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Medical records were provided and reviewed. Therefore, the investigation is confirmed for filter positioning issue. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that vena cava filter allegedly experienced positioning issue. The information was received from one source. One patient was involved with no reported patient injury. The female patient is (B)(6) years old and weight not provided.